Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was overfill, not attributed device malfunction. The arctic sun device generated an alert 113. The nurse states they stopped therapy because the patient dropped below target, but the water continued to be cold. Patient temperature (pt) was 31.9c, targeted temperature (tt) was 33c, water temperature (wt) was 22c flow rate (fr) was 2lpm when therapy was running. It has been stopped for approximately five minutes according to caller. Checked event log and noted alert 113 (reduced water temperature control). They confirms adding water to machine and also realized there was a puddle underneath as they were talking. Drained 500ml from right side drainage port and placed arctic sun device in manual control. Caller claims water was 12c at this time (therapy has been off, there is no reason for the water temperature to have decreased). It took at least ten minutes for water temperature to reached 39c in manual control. Disabled manual and restarted therapy. They would send to biomed if they have further issues. Only one arctic sun in this facility. System hours were 835 and pump hours were 689. Per follow up information received via phone on 16jul2024, nurse confirmed the device had been overfilled and this was causing the issue. Patient completed therapy after draining water from the device. This resolved the water temperature and leaking issues. A biomed came to the floor after therapy completion and completed a functional verification check. No issues were found and the device remained in service. The device was not returned. The instructions-for-use are found to be adequate. The complaint or reported issue was confirmed through other elements of the investigation not to be manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse states they stopped therapy because the patient dropped below target, but the water continued to be cold. Patient temperature (pt) was 31.9c, targeted temperature (tt) was 33c, water temperature (wt) was 22c flow rate (fr) was 2lpm when therapy was running. It has been stopped for approximately five minutes according to caller. Checked event log and noted alert 113 (reduced water temperature control). They confirms adding water to machine and also realized there was a puddle underneath as they were talking. Drained 500ml from right side drainage port and placed arctic sun device in manual control. Caller claims water was 12c at this time (therapy has been off, there is no reason for the water temperature to have decreased). It took at least ten minutes for water temperature to reached 39c in manual control. Disabled manual and restarted therapy. They would send to biomed if they have further issues. Only one arctic sun in this facility. System hours were 835 and pump hours were 689. Per follow up information received via phone on 16jul2024, nurse confirmed the device had been overfilled and this was causing the issue. Patient completed therapy after draining water from the device. This resolved the water temperature and leaking issues. A biomed came to the floor after therapy completion and completed a functional verification check. No issues were found and the device remained in service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse states they stopped therapy because the patient dropped below target, but the water continued to be cold. Patient temperature (pt) was 31.9c, targeted temperature (tt) was 33c, water temperature (wt) was 22c flow rate (fr) was 2lpm when therapy was running. It has been stopped for approximately five minutes according to caller. Checked event log and noted alert 113 (reduced water temperature control). They confirms adding water to machine and also realized there was a puddle underneath as they were talking. Drained 500ml from right side drainage port and placed arctic sun device in manual control. Caller claims water was 12c at this time (therapy has been off, there is no reason for the water temperature to have decreased). It took at least ten minutes for water temperature to reached 39c in manual control. Disabled manual and restarted therapy. They would send to biomed if they have further issues. Only one arctic sun in this facility. System hours were 835 and pump hours were 689.